Event description:
Marlex mesh was used for a reduction and repair of a ventral hernia in 2004. Surgery failed and I have had nothing, but pain and problems since. Two months later, I was diagnosed with diabetes and cirrhosis with ascites. Currently on disability, due to failed surgery and was hospitalized in 2007 for 7 days, for dangerous staph infection due to faulty mesh. Was told by doctors that if mesh continued to cause staph infections, it would have to be removed. Hernia is inoperable due to scar tissue caused by mesh and would pose a serious health risk to replace. Dates of use: presently still there. Diagnosis or reason for use: ventral hernia repair.